Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had an abdominal CT on (B)(6) 2024, a CT on (B)(6) 2024, an MRI on (B)(6) 2024, another MRI they thought in february of this year, a nuclear medicine test, and an x-ray. Per the patient, the ¿CT was specifically looking at the pump and the mris were diagnostics of my spine.¿ the patient stated, ¿they've only been looking at the pump for the last 3-4 days because I haven't been getting the medicine, so they thought it was the machine itself.¿ after the diagnostics on (B)(6) 2024 the patient stated they were given a 1 time bolus. The patient also stated, ¿this device (the pump) has given me life - I was disabled and I'm able to move around - I'm in a wheelchair but I'm getting ready to go back to work - I have a spinal cord stimulator and a pump and my doctor is a genius.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.